Event description:
Customer reported no symptoms at the time of an aviva system result of 175 mg/dl. Ten minutes later, husband found customer having symptoms of hypoglycemia. Customer was incoherent, her eyes were dilated, customer was unable to speak clearly, customer was unable to stand, she also had a twitching on her arm. Customer was belligerent and very sweaty. Daughter tested customer using customer's non-roche system, result was 21 mg/dl. Daughter treated customer with orange juice, a glucose tablet, and peanut butter. Customer started to feel better an hour later. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.